Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the infection was noted during clinic follow up. The implantable cardiac defibrillator (ICD), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to the infection. During the explant, the vegetation was noted on the leads after pulling out the leads. The new ICD system was implanted at a later date. The patient was stable throughout.